Manufacturer narrative:
Investigation is ongoing device remains in patient.

Event description:
As reported, the sapien xt valve failed approximately 8yrs post implant due to aortic stenosis; patient experienced dyspnea on exertion, new york heart association iii. The valve area measurements pre procedure was 0.9cm2 and post procedure was 1.7cm2. Under monitored anesthesia, the patient had a valve in valve procedure; a 26mm sapien 3 was implanted in the sapien xt in the aortic position via right transfemoral approach. The implant was a success with no aortic regurgitation and a mean gradient 6mmhg

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing or imaging evaluation was not performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history was performed. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU, novaflex+ delivery system with sapien xt thv was reviewed. No IFU/training deficiencies were identified. A complaint history review was performed with the codes; valve stenosis and valve damaged due to patient factors and available information suggests that patient factors (chronic kidney disease, diabetes, dyslipidemia, hyperlipidemia, diabetes, hyperthyroidism) may have contributed to the complaint event. Due to insufficient information, the potential applicability of identified root causes could not be determined for the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The device under investigation had been implanted for over 5 years (implant date: (B)(6)2014). There is no evidence of device malfunction contributing to the reported event. The complaint for post implantation stenosis was confirmed based on medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, the sapien xt valve failed approximately 8yrs post implant due to stenosis and a valve in valve procedure was done. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (outofround configuration), trauma (cardiapulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.